Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to cup malpositioning. Update rec'd 8/13/15 - litigation papers received. In addition to what was previously reported, a doi has been provided. A head and liner are now being reported based on general allegations of metal on metal.